Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from italian to english: I would like to report a problem with the screen-printing of the 5 ml syringes, which is off-center for part numbers 301027, batches 2277074 and 2306479, as shown in the attached photo. We would ask you to investigate your production process and let us know the problem you have found, by means of an official report stating the cause of the error. In the meantime, this is causing production problems as the machine is rejecting them because it recognizes them as faulty. I also pass on to you what you requested in the e-mail below.

Event description:
Photos received

Manufacturer narrative:
Investigation summary: two photos were received with the report of scale marking issues. The photos presented off center scaling on the syringe barrels and the complaint has been verified. Potential root cause for the barrel print defect is associated with the marking process. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue (batch# 2277074 and 2306479).